Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The instrument associated with this report was not returned. The lot code required to identify the manufacture date/design revision was not reported. A complaint search by product code found additional reports of protective cap disassociation and alignment concerns. The previous reports were investigation and CAPA (B)(4) was initiated. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to confirm the reported event or identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
The rubber stopper in the torque wrench got stuck on the adaptor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.